Event description:
It was reported that the programmer generated an error message. Follow-up determined that it occurred at start-up of the programmer and that it was not used on a patient. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; product ID: 229047, software analyzer;